Event description:
It was reported that there was a power source alert labeled alert 07, indicating a charging issue with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer managed to resolve the issue by using the tandem charging cable and wall adapter, which allowed the pump to start charging again after being plugged into a working outlet for over 30 minutes. No further assistance was required.